Manufacturer narrative:
It was reported that a patient fall occurred due to a damaged nurse call cable on the centrella bed, and the bed exit did not annunciate at the nurse¿s station. The patient sustained a traumatic head injury and subsequently died. The baxter field service technician (fst) received a call on 14may2024 that a centrella bed (sn (B)(6)) needed repair for missing pin #24 on the sidecom communication cable (bed side cable that runs to the pcba). The fst replaced the cable (part # 205472) on 15may2024 and reported to biomed that bed had been repaired. While doing rounds at the hospital, the fst spoke to the chief nursing officer (cno) who reported the patient had fallen and subsequently died and the bed didn't call out to nurse call. The cno declined to provide additional details of the incident as an internal investigation was in progress. On 17may2024, the fst met with the baxter account executive (ae), hospital management, allied (rauland installers) and the biomed. The team tested every bed in every room and discovered that during bed exit, if canceled in a certain sequence, the beds would not always call to nurse call. The actual nurse call assist button never had problems, just the bed exit. Onsite assistance was requested from baxter engineering. On 21may2024, baxter team members (ae, fst, engineering) performed an onsite visit in response to the reported event. The hospital reported a patient had fallen from a centrella bed which resulted in a traumatic head injury and death. Patient information and injury details were not provided. The hospital¿s main concern was why the bed failed to send a bed exit alarm to the rauland nurse call system. Background: in february 2020, the hospital purchased (39) centrella beds and (10) centrella beds in february 2023. Hillrom sent an urgent medical device correction notification to baptist hospital in mid-2020. The document described the bed exit may fail to send a remote alert through rauland responder 5 nurse call system on centrella beds with 1.27.000 software. Baptist returned the signed acknowledgment form stating rauland responder 5 was not used at that time. The hospital did not request a software update because an older jeron nurse call system was used at that time. The hospital now utilizes the rauland 5 nurse call system which was installed within 6 months and does not have a status board network system; therefore, there would be no indication at the nurse¿s station of the bed exit being armed or not connected. The only alarm that occurs on the nurse¿s master station is a bed cable disconnect, indicating a troubled bed/room. This requires a staff member to physically go to a patient¿s room to either reconnect the bed cable to the 37-pin receptacle or cancel the alarm at the nurse audio station. Upon arrival at the hospital on 21may2024, baxter team members were directed to a storage unit of 5 beds which were tagged and removed from the hospital floor due to the bed exit not sending an alarm to the nurse call system. The beds were noted to have 1.27.000 software version. All 5 beds were tested and the nurse call and bed exit worked as designed. Next, one of the beds was tested and connected to the rauland nurse call system. Test results were as follows: 1. Tested nurse call inner and outer rails. Nurse call worked as designed without issues. 2. Bed exit was armed and triggered. Bed exit created an audio local alarm and sent a priority alarm to nurse calls system. The team silenced the bed exit and canceled the alarm at the nurse call audio station. Rearmed and trigged bed exit. Bed exit worked as designed without issues. 3. The bed exit was tested again. The bed exit was armed and triggered a bed exit. However, the team first canceled the alarm at the audio station and silenced the bed (a different sequence compared to previous test). Rearmed and triggered bed exit. The bed exit failed to send a priority alarm to the nurse master station, which validated a failure of the bed not sending an alarm to the rauland nurse call system. The test was done twice and behaved identical failures. What is described in the urgent medical device correction is exactly how baptist centrella beds behaved with 1.27.000 software purchased in 2020. Baptist management was present when the failures occurred. The bed software was updated to the latest software version used today, 1.41.000. Upon completion of the software update, the baxter team tested the bed exit with 2 different sequences of silencing and canceling alarm with baptist management present during this testing. The bed worked as designed. All centrella beds with 1.27.000 software will be updated to 1.41.000. During inspection of the centrella bed involved in this event, it was confirmed by the baxter fst that the software version had been updated three times prior to this event with the most recent update occurring in december 2023 to version 1.41.000. Additionally, there were no error logs reflecting any previous nurse call issues. The bed exit was tested in the sequence that caused problems numerous times (in room (B)(6)), and the bed functioned properly. Different sequences were also tested without failure. See complaint diligence log for photo showing proper working order of the centrella bed safeview alerts indicators, photo of missing pin on sidecom cable, and confirmation of the bed software version. The sidecom cable has been ruled out as contributing since pin #24 is unrelated to functions involving nurse call. The centrella smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). Beds equipped with safeview+ alerts indicators show the bed status at the foot end of the bed for these alerts: fewer siderails up than the set protocol, bed exit alert, bed in lowest position, and hr and rr alert. A green bed exit alert indicator shows when a patient is in bed and the bed exit alert is armed. The indicator will flash amber when a bed exit alert occurs. The bed exit alert will show solid amber when the bed exit alert is silenced. A blue crossed out bed exit alert indicator shows when the bed exit alert is off. In this event, a patient fall occurred, and the customer alleged the bed exit did not annunciate at the nurse¿s station at the time of the incident. The patient suffered a traumatic head injury and subsequently died. The hospital declined to provide additional information regarding the incident due to patient confidentiality reasons. Although the centrella bed involved in this incident was found to have the most current software version, the missing pin on the sidecom cable was unrelated to functions involving nurse call, and the bed exit functioned as designed during inspection by baxter, the cause of the reported event is undetermined.

Event description:
It was reported that a patient fall occurred due to a damaged nurse call cable on the centrella bed, and the bed exit did not annunciate at the nurse¿s station. The patient sustained a traumatic head injury and subsequently died. This report was filed in our complaint handling system as complaint #(B)(4).